Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "diagnosis of bia-alcl"

Event description:
Patient representative reported "mental anguish, depression, anxiety", "other physical and emotional manifestations that are severe and ongoing", and "diagnosed with bia-alcl". Pathological markers confirming alcl have not been received. Patient representative also reported "aggravation of depression and anxiety", which is not device related. This record is for the left side. Device status is unknown.